Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains implanted.

Event description:
Patient called and stated that she had a right shoulder replacement on (B)(6) 2016. On or about (B)(6) 2017, she started experiencing pain and noticed that her right shoulder had dropped about 3-4 inches lower than her left shoulder. Pain and noticed right shoulder had dropped about 3-4 inches lower than her left shoulder.

Manufacturer narrative:
The reported event that reunion tsa - press-fit humeral stem 9mm was alleged of 'adverse impact on patient / patient related / iatrogenic issue' could not be confirmed, since the device was not returned for evaluation and not enough evidence was provided. More detailed information is necessary in order to determine the root cause of the event. In this case, the expertise of a clinical expert was required to analyse the elements provided by the patient. Those elements are the following; pre-operative xrays and MRI images and reports document advanced cuff arthropathy of the right shoulder. Postoperative xrays and reports document a right reverse total shoulder in expected position without evidence of mechanical complication or loosening. The articulation is at the correct level. These documents were all sent to stryker's shoulder clinical expert. After analysis his statement reads: " [...] Review of these records confirms the implantation of a right reverse tsa occurred, however, the root cause of the patients post operative complaint of pain cannot be determined as insufficient information was available. Because the articulation is somewhat medialized and lowered it is not uncommon for the post-operative appearance of the shoulder following reverse tsa to be altered and in many instances the operative extremity becomes slightly longer than the non operative. However, insufficient information was available determine if the alteration in appearance stated by the patient is within this norm. Documentation which would aid in the further completion of this assessment would include: postoperative outpatient office/clinic notes. Photograph of the patients shoulder [...]" [Original statement]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient called and stated that she had a right shoulder replacement on (B)(6) 2016. On or about (B)(6) 2017, she started experiencing pain and noticed that her right shoulder had dropped about 3-4 inches lower than her left shoulder. Pain and noticed right shoulder had dropped about 3-4 inches lower than her left shoulder.